Event description:
Patient reports pump 406726 was alarming "no disposable, pump won't run". Patient added she was on hold for a long time and started to feel a little light headed so she mixed a new cassette and switched to backup pump. Patient stated she was on hold for about 45 minutes. Product fault occurred while in use with patient. Product issue contributed to possible patient injury. Patient experienced light headedness and switched to back up pump. Device is available for investigation. Device was replaced. Patient had backup device they were able to switch to. Infusion is life sustaining. Event is resolved. Reported to (B)(6) by pt/caregiver.